Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported resistance and difficult to remove was confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported and the packaging was not returned. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that resistance was felt during advancement of the supera sent delivery system (sds) on the steelcore guide wire. The sds became stuck on the guide wire and could not be removed. The sds and the guide wire were removed together from the anatomy. A new guide wire and sds were used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The supera stent referenced is being filed under a separate medwatch report.